Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product revealed that both the balloon and the device shaft have fractured. The balloon shows clear signs of inflation. The distal balloon fragment has burst transversally, and the proximal balloon fragment has burst both transversal and longitudinal over a length of about 10 mm. Microscopic inspection of the balloon fragments showed several deep scratches in close vicinity of the fracture sites. The distal device shaft is severely deformed and has fractured, indicating high tensile force which was most likely applied after the balloon burst. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Due to the scratch marks in close vicinity to the fracture sites it seems likely that the balloon burst was induced by the patients anatomy, and the root cause for the fracture of the device shaft is most likely related to the handling during withdrawal.

Event description:
A passeo-14 balloon catheter was selected for treatment. The device fractured during procedure. The fractured distal part of the device was recovered.